Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of 675 mg/dl and diabetic ketoacidosis. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on february 3rd 2023. During troubleshooting with tandem technical support, it was discovered that there was an unspecified cartridge issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.